Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power. A field service engineer removed the back panel and bus cable to see if the problem would resolve, but it did not. The fse then removed the smart remote manager cable from the communication sled, and the problem still existed. Using a voltmeter, the fse found that the wall power outlet was not working. The receptacle had test/reset push buttons, and after pressing the reset button, the wall outlet regained power. The fse then restored the station to its original condition and tested it successfully. The site reported that the station had been losing power recently and planned to contact maintenance to have the outlet inspected. The customer had removed drugs from the refrigerator due to it reaching 65 degrees. The battery was later replaced, and its voltage was verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es was blank and not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients since the user got medicines from another station. There were no adverse events or injuries reported based on this event.